Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system experienced the hardware error and unable to dispense certain medication. The customer stated that there was delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was alleged that the customer experienced a hardware error and was unable to dispense certain medication. A technical support specialist confirmed that there was no significant error on station's logs. The system functioned as intended when the technical support specialist investigated the device. The customer confirmed with the technical support specialist during a follow-up call "if they still have hardware issue they will open new ticket" as no hardware failed icon or errors were showing upon investigation.